Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6), inquires the etco2 calibration fails during preventive maintenance. Serial number (B)(4). Assisted customer to setup task verification for co2 accuracy in asm. Test verification for co2 accuracy passed. Customer re-entered the preventive maintenance for the etco2, and process passed verification as well. Informed customer to inspect the luer kit connection for any contaminates or debris to remove. If any problems persist, to give a call back for assistance.